Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal device check, an alert for low, out of range hv lead impedance was observed. Programming changes were made. The lead remains implanted and active. The patient was stable.